Manufacturer narrative:
Corrected data: (summary attached- changed to no instead of yes)

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 130 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.